Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the endovascular treatment of a 60mm fusiform infrarenal abdominal aortic aneurysm, the suprarenal stents of the stent graft esbf2814c103ee endur iis bif remained contained, with the wheel at maximum advancement. The clear plastic parts underneath were stiff to move, which was identified as a user error. The issue was discovered during the index procedure. The healthcare team manually opened the back-end wheel and manually advanced the spindle to deploy the proximal bare stent. The procedure was successful, and the device remains implanted and in service. The infrarenal neck diameter ranged from 25mm to 28mm at the proximal graft with mild calcification observed in the proximal aortic neck and both iliac arteries. No thrombus was present.

Manufacturer narrative:
B5; additional information received: it was clarified that the reported user error was related to the physician pushing the device up at the same time as advancing the back end wheel to open the spindle , as it was believed the graft may have landed a little low. The physician then split the backend wheel with forceps and moved the clear plastic piece underneath (referred to as the bit underneath the back end wheel number 2 when the back end wheel is removed) forward as per the standard bailout technique. It was very stiff and the physician had to move it forward and back a couple of times before the spindle opened and fully deployed the proximal bare stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information received; it was reported that there was no damage observed to the device packaging or delivery system. It was confirmed that the deployment steps were followed according to the instructions for use (IFU). The physician applied more force than usual when attempting to advance the delivery system and admitted to simultaneously pulling the graft down slightly while advancing the wheel. Film evaluation summary: the reported deployment difficulty could not be confirmed based on the pre-implant images available; therefore, the cause of the event could not be determined. Procedural angiograms showing the device deployment were not available for assessment of the reported deployment difficulty. Analysis of the returned images did not reveal any obvious anatomical characteristics (e.g., excessive calcification or tortuosity) that could have contributed to the event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction to b5: the infrarenal neck diameter ranged from 22-23mm, not 25-28mm as previously reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.